Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called to report that they had two connect to power alarms while connected to battery power. It was noted that the controller cables were twisted tightly and bent at a 90 degree angle. The log file review showed multiple strings of controller clock corrupt alarms on (B)(6) 2022. The controller clock seemed to have reset on this day due to complete power loss to the controller. The log files did not display any interruption in pump support. The controller time clock was set on (B)(6) 2022. Related MFR # 2916596-2022-15091.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed a timestamp reset, suggesting a total loss of power to the system controller, that would have resulted in a pump stop for an unknown duration of time. The submitted system controller event log file showed that the system was operating at the default timestamp throughout most of the file¿s duration, indicating that a total loss of power had occurred, including the system controller's internal backup battery. The system clock would have reset to the default timestamp, per design, when power was ultimately restored to the controller. Review of the left ventricular assist device (lvad) periodic log file revealed a timestamp reset following 13oct2022, suggesting that the total loss of power occurred on or after this date. No other notable events were captured in the log files. The pump appeared to have functioned as intended at the set speed. The patient remains ongoing heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5, ¿alarms and troubleshooting,¿ provides information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.